Event description:
Device was explanted and replaced. Healthcare professional reported creases/folding of implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a,d6b, d9, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side saline "rupture". Device was explanted and replaced. Later, healthcare professional reported creases/folding of implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: saline "rupture".

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.